Event description:
Customer reports back to back testing on the same meter while using the compact system with results of 317 mg/dl and 96 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.